Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 15-20 mmol/l (270-360 mg/dl) for 2 days. He injected insulin via pen to lower his readings. On (B) (6) 2010 and (B) (6) 2010, he tested positive for ketones. He switched to the backup infusion device and his blood glucose returned to normal, 6-7.5 mmol/l (108-135 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.